Manufacturer narrative:
The following reportable malfunctions were identified during the device evaluation: video cable broken therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of the video cable, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the rigid videoscope device exhibited no image due to broken video cable. There was no report of any patient harm.